Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx drug eluting stent was intended to be used to treat a severely calcified lesion. No damage was noted to packaging. No issues were noted when removing the device from the hoop. There were no abnormalities reported in relation to anatomy. The device did not pass through a previously-deployed stent. It was reported that the stent failed to cross the lesion. During removal of the device the stent strut broke, due to excessive calcium. The device was removed and balloon dilation was performed. Then a new resolute onyx stent was deployed without issue. Patient status post procedure is alive with no injury.

Manufacturer narrative:
The device was inspected before use with no issues noted. Resistance was encountered. If information is provided in the future, a supplemental report will be issued.